Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: during investigation, the keypad responded appropriately. The keypad was intact with no evidence of peeling or damage. The keypad was removed to find no evidence of contamination on the keypad button contacts. The pump was opened to find no evidence of moisture corrosion near the keypad connector. Unrelated to the original complaint, the bolus button was found to be torn/punctured, but responded appropriately.